Event description:
Related manufacturer reference number: 2017865-2021-28796. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited lack of sensing and the right ventricular lead was over-sensing noise. Both leads were explanted. The right ventricular lead was replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation conclusion was previously reported as cause not established.